Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their pump supplies multiple times in an attempt to resolve the alarms but continued to receive occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. During troubleshooting with tandem technical support, the current occlusion was found to be within the cartridge. The customer changed their cartridge multiple times but observed no insulin exiting the cartridge. The customer¿s bg level rose to 448 mg/dl. The customer also had moderate to high levels of ketones described as life threatening. The customer went to the emergency room (ER) due to not having back up therapy to treat their bg levels. While in the ER, the customer received insulin via an intravenous drip. The customer was released from the ER 3-4 hours later with a bg level of 176 mg/dl. The customer was able to load new supplies the following day and resume insulin delivery.